Manufacturer narrative:
Strip lot 549435 is reported on another medwatch (B)(6).

Event description:
Customer alleged discrepant blood glucose results of 45 mg/dl, 44 mg/dl, 44 mg/dl and 41 mg/dl with test strip lot 549081 and 81 mg/dl, 82 mg/dl, 122 mg/dl, 119 mg/dl, 66 mg/dl, 59 mg/dl, and 92 mg/dl with test strip lot 549435 when each test was performed within 1 minute of the previous test on the advantage system. Customer reported having low glucose symptoms and treated with 12 oz (B)(4), glass of milk, and 3 slices of bread while testing. Customer reported feeling better in 10-15 minutes. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.